Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be activated. Another device was used to complete the case. There were no adverse consequences for the patient.